Manufacturer narrative:
Product lot number was not provided. The cartridge is not implantable device; therefore, not explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip was split into v-notch and then fragments entered the patient''s eye during implantation. It was noted that the debris was collected with gaskin and the surgery was completed with no patient complication. There was no patient injury. No additional information provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 03/13/2018. Device evaluation: the 1mtec30 cartridge was returned to the manufacturer. The cartridge was observed under microscope; a small amount of viscoelastic residue and stress marks were observed at the end of the cartridge tube. A broken cartridge tip was also discovered. This may have been the result from pressing the handpiece pushrod with a only a scarce amount of viscoelastic in the cartridge during implantation. Per the directions for use (dfu), the cartridge has to be completely filled with viscoelastic for optimal performance of the cartridge. The complaint was verified, however it was determined not to be manufacturing related issue since no product deficiency was identified at time it was manufactured and released. Manufacturing record review: manufacturing record review of the production order and related documents revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.